Event description:
It was reported by the patient following a percutaneous bilateral coronary angiogram, an angio-seal was used to close the femoral arteriotomy. The deployment was painful and a hematoma formed at the groin site; manual compression was applied and the patient remained on bed rest for 4 hours. The patient was discharged. The next day, the patient experienced an all over body rash. The cardiologist was notified and the patient was instructed to apply a topical steroid ointment and take benedryl orally. The patient will revisit the cardiologist in 5 days.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.